Event description:
The reporter contacted animas on (B)(6) 2014 alleging a cartridge leak. The reporter stated that the patient had a blood glucose of over 250mg/dl with polydipsia, blurred vision and polyuria. This report is being made due to the bg excursion the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.